Event description:
It was reported that the user experienced insulin leakage and intermittent disconnection at the tubing-to-connector interface, with the cartridge reportedly popping out and the connector loosening during daily activities, resulting in spilled insulin and elevated glucose up to 323 mg/dl; the user at times placed the ilet in a non-ilet case. Customer care provided support that included user education, including guidance to use the ilet case and shipment of replacement connectors. Investigation of this case revealed a suspected connection integrity issue at the infusion set/connector interface and user handling factors related to storage and carry method. Symptoms included disorientation consistent with hyperglycemia. Outcomes included transient hyperglycemia that resolved after the user reattached the connector and resumed insulin delivery. It was concluded that the event was consistent with hyperglycemia secondary to unintended interruption of insulin delivery due to a loose or detached connector and user practice, with correction achieved after reconnection. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.